Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the visual inspection. Reliability analysis found the sensor cannula retracted inside the sensor base and the broken part of the broken cannula was missing. Reliability analysis was unable to confirm the customer received the sensor in the condition they stated due to customer returning opened/used sensor. The visual inspection was performed and the introducer needle was checked for hooks and the dull needle tip defects but no issues were found. The introducer needle passed per specifications.

Event description:
Customer's mother reported via phone call sensor anomaly. Customer's mother advised when they attempted to remove the needle hub they ended up pulling out the sensor. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.